Event description:
The radio frequency programmer head was returned as "no longer needed" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer head had intermittent telemetry, the uplink tests were out of specification, however it worked and passed functional tests with a known good cable. The programmer head was sent on for repair. (B)(4).